Event description:
Caller reported a malfunction on the pump, which led to the blood glucose level reaching 385 mg/dl. There was no adverse impact to the customer's blood glucose level at the critical threshold, as the reported value was below 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.